Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure remove). Essure was removed. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('the coils are removed in multiple pieces'), device dislocation ('essure coils are not grossly identified') and pelvic pain ('pain'). In an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included: adenomyosis, paratubal cyst, menorrhagia and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage, device dislocation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the coils are removed in multiple pieces'), device dislocation ('essure coils are not grossly identified') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included adenomyosis, paratubal cyst, menorrhagia and dysmenorrhea. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: medical record received. Events added: the coils are removed in multiple pieces, essure coils are not grossly identified. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.